Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17435575m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4); smartablate generator, model #: m-4900-07, serial #: (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional navigation catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During the transseptal phase, after the first transseptal puncture, a cardiac tamponade was noticed via an intracardiac echocardiogram and confirmed via a transthoracic echocardiogram. The patient remained normotensive throughout the process. A pericardiocentesis yielded an unknown amount of fluid. The patient was reported to be in stable condition after the pericardiocentesis. There is no information regarding the patient's condition since immediately post-pericardiocentesis. There is no information regarding extended hospitalization. First transseptal puncture was performed with a brockenbrough needle. Sheath used was a st. Jude medical lamp. Generator settings were not reported as no ablation had occurred at the time the effusion was noticed. Irrigated catheter flow was set at 2ml/min. No error messages were observed on any bwi equipment during the procedure. Patient received anticoagulant (heparin) after the first transseptal puncture with activated clotting times (acts) maintained in an unknown range. It was noted that acts are usually maintained between 350-400 seconds. It was noted that the only catheter in the patient's body was the ablation catheter and there was no ablation occurring at the time the injury was noticed. There were no factors cited that may have contributed to this adverse event. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.